Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system had a non-sustained ventricular tachycardia (nsvt) event, therefore presented to the clinic for a device check. The event was reviewed and appeared to be myopotential oversensing with a minute ventilation (mv) oversensing pattern towards the end of the episode, even when ventricular pacing resumed. There was an increase in right ventricular (rv) lead impedance measurements from 400 to greater than 1000 ohms. There was also an increase in atrial lead impedances, but no atrial tachy response (atr) episodes or noise on the atrial channel. Boston scientific technical services (ts) discussed programming the mv sensor off and changing the sensing from agc to fixed. Ts also discussed turning off the lead safety switch feature in case the impedances increase to out of range values to avoid a configuration change to unipolar since the patient is pacemaker dependent. The longest pause in pacing noted on the event was four seconds. No adverse patient effects were reported.